Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, episodes of lead noise were observed. No lead anomalies were visible on x-ray. The patient will be monitored with follow-up. The patient condition was good after the event.